Event description:
Pain, mobility, abscess, and infection were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to implantation was before prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was not performed at the time of surgery.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported infection and mobliltiy.